Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in the calcified and moderately tortuous superficial femoral artery. The 5.0x20mm sterling balloon catheter was advanced to the lesion. During the first inflation, the balloon ruptured at 8atms. The procedure was completed with a different device. There were no patient complications reported and the patient's status is good.